Event description:
The patient reported that the needle keeps springing out (releasing) from their v-go 40 devices. The patient stated that the devices are available for return. However, to date the devices have not been received by the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released event complaint. Device #(B)(6) was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.